Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 27 mmol/l with symptoms of dehydration, thirst, confusion, and moderate ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there had been multiple loss of prime warnings with the same cartridges that had caused a delay in insulin delivery. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to frequent and recurring alarms.